Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm was displaying results different from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance, and an RMA was issued for further investigation.upon receipt, visual inspection revealed that a portion of the hydrogel was missing from the long end of the sensor. This missing hydrogel was most likely caused by excessive force applied by the removal clamps during explant and is unrelated to the user's complaint. Sufficient hydrogel coverage of the optical area remained; therefore, the observed damage is not expected to have impacted sensor functionality. In-house testing showed no issues with chemical performance.a review of the in-vivo raw data indicated optical instability around the time of the reported inaccuracies, which likely contributed to the discrepancies observed. This failure mode could not be reproduced during returned product analysis, and this may occur in some instances where the conditions that present itself in the body is not reproduced in the lab, such as the in vivo state of the hydrogel. B4. Date of this report 20 oct 2025. G3. Date received by the manufacturer? 20 oct 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 23 july 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy which led to an early sensor removal.